Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported unchanged mr was a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip g5 system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted on the medial side of the anterior-2/posterior-2 (a2/p2) leaflets. A second mitraclip was advanced into the left atrium, when the clip was opened it became entangled within the chordae. Troubleshooting was preformed unsuccessfully and the clip was deployed on both leaflets with some chordae. Upon deployment a single leaflet detachment (slda) occurred and the clip was no longer attached to the posterior leaflet. A third mitraclip was then positioned in-between the two implanted clips for stabilization of the slda clip. Upon deployment, the third clip had an slda and was no longer attached to the anterior leaflet. The final mr remained at grade 3. There were no adverse patient sequela or clinically significant delays reported.